Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint is not confirmed. Root cause cannot be identified based on the kit autopsy, as there is no sample or picture available for evaluation. The batch record was reviewed, and no exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process and product testing.

Event description:
At 9:20 am on (B)(6) 2025, the patient was undergoing treatment for guillain-barré syndrome. During the plasma exchange process, the patient experienced anaphylactic shock. The patient improved after emergency treatment and symptomatic management, which included the use of dexamethasone, diphenhydramine, and adrenaline. This adverse event caused temporary harm to the patient and required hospitalization. The patient had undergone plasma exchange once on (B)(6) 2025 without any transfusion reaction. The patient also had no history of blood transfusion or transfusion reactions. Submitting conservatively as this product is similar to a device distributed in the united states.